Manufacturer narrative:
The device was returned and evaluated. In addition to the malfunction documented in b5, the additional evaluation findings are as follows: distal end insulation inspection failed test, scope connector cover unit corroded, suction connector label was damaged, light guide lens was cracked, bending section cover adhesive was cracked, air water cylinder has no color, suction cylinder has no color, scope cover is shaved, control unit is shaved, grip is shaved, switch box has a scratch, plug unit has a scratch, scope connector cover unit has corrosion due to water leakage, label on suction connector is damaged, insulation resistance value at distal end does not meet the standard value due to damage on bending section cover, bending angle in up direction does not meet the standard value due to wear of angle wire, image guide protector has a scratch, bending tube is deformed, connecting tube is snaking, connecting tube has a scratch. The investigation is ongoing, and a supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer returned the evis exera iii colonovideoscope to olympus for evaluation. During the device evaluation, it was found that the air/water tube with whitish foreign material, and the air/water cylinder with foreign material. There were no reports of patient harm. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 4 years since the subject device was manufactured. Based on the results of the investigation, olympus confirmed foreign material came out of the device, but the type of the material or root cause cannot be identified. A definitive root cause cannot be determined. It was unknown if the reprocessing steps at the material residue point were deviated from the instruction manual. The events can be detected and prevented in accordance with the following IFU. IFU states that detection method in gif/cf/pcf-190 series operation manual chapter 3 preparation and inspection. IFU states that preventive measure in gif/cf/pcf-190 series reprocessing manual chapter 5 reprocessing the endoscope. Olympus will continue to monitor field performance for this device.